Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique further described as the ¿patient could not perform pd [peritoneal dialysis] therapy¿, which caused peritonitis. The patient was hospitalized for the reported event. The treatment for the peritonitis included vancomycin (dose, route and frequency not reported). The day after the onset of peritonitis, the pd therapy was discontinued, the pd catheter was removed and the patient began hemodialysis. The patient was discharged from the hospital approximately two weeks from date of admission. The patient recovered from the peritonitis but it was reported that they later died due to unrelated issues. Additional information was requested, but is not available at this time.